Event description:
While connecting the harmonic focus shears prior to use, the reading indicated no more lives left, replace device. Another device was obtained and not incident after. Patient was not present during set up.